Manufacturer narrative:
Initial.

Event description:
It was reported that the user applied a new freestyle libre 3 plus sensor and experienced repeated scan error messages when attempting to scan; the ilet pump later displayed a warm-up status that indicated the sensor had in fact paired after the initial error. Symptoms included no glucose readings available during the sensor warm-up. Outcomes included no alerts or alarms, no adverse events, and no medical intervention. User support included customer education, guided rescans, verification of the ilet pump status, and confirmation that the sensor was in the expected warm-up phase. Investigation of this case revealed that the device was functioning as designed and that the reported scan errors were attributable to an unknown interruption during the sensor warm-up, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that an unknown user device interruption during the sensor warm-up period was the most likely cause.